Event description:
The complainant reported that during support, an impella cp alarmed for ¿placement signal not reliable.¿ medical staff attempted troubleshooting by confirming there were no kinks in the cable or catheter. The alarm resolved briefly and then recurred. Imaging was performed to assess device position; however, it could not be confirmed whether the pump was appropriately positioned or whether repositioning was required. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. It was reported that the device was discarded and is not expected to be returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. B5 updated with additional information. Placement signal issue: based on the consistently low snr across several pumps, it was determined that the console is the likely cause of the placement signal issue and there was no defect with the pump. Please refer to MFR 1220648-2026-07696 for an investigation into console.

Event description:
It was reported the automated impella controller (aic) alarmed ¿placement signal not reliable¿. Hospital staff tried troubleshooting kinks in cable or catheter. Spontaneously resolved momentarily and alarmed again. Echo was still pending and patient transferred to (B)(6) medical center.